Event description:
Boston scientific received information that the patient with this pulse generator experienced a syncopal episodes. The patient was seen in clinic and the device was interrogated. No issues were found with the device. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.